Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
The tip of the drill broke off in the glenoid. The piece was removed from the joint. No impact to the patient was reported.

Manufacturer narrative:
The breakage of the device has occurred at the distal weldment of the flexible coil to the drill head. The drills flexible coil is uncoiled, a condition consistent with operating the drill in reverse. Examination of the break area shows adequate weld penetration. This location is the high stress zone of the drill. The breakage is consistent with excessive torsional force being applied during use. Applying excessive force can result in instrument failure. Device history review confirmed no abnormalities were reported with this lot during manufacture. Use error may have contributed to this event.